Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed in multiple units. A field service engineer (fse) reset all row board cables, and the bus cable was found to be cut in multiple locations. The fse swapped the damaged cable and tested the device's functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawers were not detected on bus and failing. The customer reported that it happened while dispensing medication to the patient and the user managed to get medication from another unit. There were no adverse events or injuries reported based on this event.